Event description:
It was reported that the patient underwent a spinal surgical procedure at t11-l3 to treat scoliosis. 4 years post-op it was found on x-ray that the rods are broken. The patient complained of back pain. The patient underwent a revision surgery for removal of hardware, it was found that partial fusion had occurred.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.